Manufacturer narrative:
This product is registered as a combination product. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a stroke with left sided paralysis and inability to speak. The patient was, however, fully conscious and was able to respond to commands. It was suspected that the stroke may have a occurred as a result of a post pacemaker system implant surgical complication. It was reported that the patient had 19% ejection fraction prior to the implant procedure which was likely to have formation of a thrombus in the left ventricle. The thrombus could not be detected by transthoracic echocardiogram performed prior to implant. The patient had refused the use of transesophageal echocardiography (tee) at the time due to financial constraints. The patient received a magnetic resonance imaging (MRI) examination during treatment and the pattern of stroke appeared to be of cardioembolic cause. The patient was treated with dobutamine and was reported to be recovering with better neurological status. The ejection fraction improved to 36% and the patient was able to move their left hand and leg and was able to speak with slurred speech. No further treatment was performed. Related manufacturer reference number: 2017865-2020-11626, 2017865-2020-11627.